Event description:
It was reported that the ventilator generated a technical error code indicating a disabled ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800 it was reported that the device generated technical alarms related to ventilation and communication errors. Our field service engineer investigated the device on-site. During troubleshooting, the reported technical errors were reproduced, and the control printed circuit board (pcb) was replaced to address the issue. After the replacement and software update, the device passed all functional, calibration, and safety test and was returned to the customer for clinical use. The provided device logs confirmed the reported issue. Furthermore, images from the aforementioned troubleshooting revealed that the control pcb had corrosion and liquid damage on several components. The control pcb was returned for further investigation. During visual inspection of the returned pcb, it was confirmed that there was an ingress of liquid and corrosion on the pcb. The pcb was not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure and short circuits, which might lead to a ventilator system malfunction. The control pcb is a part of the subsystem breathing bre. The main responsibilities for control are patient treatment functions, that is, how to regulate the inspiratory and expiratory gas flow.

Event description:
Manufacturer's ref: (B)(4).